Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon examination, it was noted that the right ventricular lead exhibited noise. On (B)(6) 2021, the lead was capped and replaced successfully. The patient was reported to be in stable condition.